Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 4.0.2, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by patient¿s mother that patient experienced issues with leaking pod devices. It was reported that patient visited physician on (B)(6) 2026 due to the leaking devices that caused high blood glucose levels that reached between 400 to 500 mg/dl, while wearing the pod between 4 and 24 hours. The patient¿s mother reported symptoms including hyperglycemia and ketones. No diagnosis was reported as patient¿s mother stated blood glucose levels were being regulated with mdi (multiple daily injections). As for treatment, it was reported that physician treated patient with humalog and lantus. It was reported that length of medical visit was between 1 to 2 hours with patient being released on same day of visit.